Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced an insulin flow block alarm. The insulin flow block alarm event was occurred in past and resolved. No further information available.